Event description:
It was reported that the ilet display did not respond to touch, preventing device unlock and meal announcement entry, and attempts to initiate a software update via the mobile application did not resolve the issue; the device was subsequently replaced. Symptoms included none. Outcomes included transient hyperglycemia with a reported highest blood glucose of 230 mg/dl that did not persist beyond ninety minutes and did not require medical intervention or outside assistance. Investigation included remote troubleshooting and data sync instructions prior to device shutdown and return. Investigation of this device revealed device suffered an impact to the display causing it to stop operating properly. Cause of the impact is unknown. The crack in the screen is making the buttons not respond, with no alerts generated for high or low glucose and no clinical sequelae reported. It was concluded, based on previously established findings for similar reports, that the most probable cause was a device user-interface hardware malfunction. Patients' complaint is confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.